Event description:
It was reported that this patient with this dual chamber pacemaker exhibited high out of range (oor) right ventricular (rv) lead pace impedance measurements, measuring greater than 1500 ohms. Technical services was consulted and offered troubleshooting options. Upon further investigation, it was found that this lead has been exhibiting high oor pace impedance measurements since approximately six months post implant. The rv threshold and sensing measurements are stable and within normal range; no noise observed as a result of the reported observations. During routine generator change out procedure, the rv lead was evaluated and the physician opted to not replace the rv lead at this time. The rv lead remains in service. This pacemaker remains in service at this time. No adverse patient effects were reported.